Manufacturer narrative:
Isi has received the instrument involved with this complaint and completed investigations. Failure analysis investigations could not confirm the customer reported complaint of a broken yaw pulley cable. All cables at the distal end of the instrument did not show any damage. However, failure analysis confirmed that the yaw pulley was missing a 0.109 x 0.157 piece at the distal end. This allowed the grip to move within the pulley and have a larger range of motion in the yaw. The known common cause of this failure is due to mishandling/misuse. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgical staff noticed that the fenestrated bipolar forceps instrument was not working and an instrument fragment had broken off and possibly fell inside the patient. However, the location of the instrument fragment is unknown. In addition, it is unknown if the instrument fragment was retained inside the patient. Based on the evaluation of the instrument, there is no indication that a malfunction of the instrument occurred.

Event description:
It was reported that during a da vinci-assisted total hysterectomy procedure a yaw pulley cable from a fenestrated bipolar forceps instrument was found to be broken, and a fragment of insulation from the instrument broke off and possibly fell inside the patient. On 01/06/2017, intuitive surgical inc. (Isi) contacted the site's robotics coordinator and obtained the following information regarding the reported event: the robotics coordinator was not present during the surgical procedure which was completed successfully. The surgeon stated that midway through the surgical procedure, the instrument was not working properly. The surgical staff then removed the instrument. At that point, the surgical staff noticed that the yaw pulley cable had popped off. The robotics coordinator admitted that the surgical staff did not notice any instrument fragments falling in the patient.